Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that evaluation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer stated she received a blood glucose readings of 157 mg/dl, ate a piece of candy and still suffered a hypoglycemic event requiring emergency intervention. The meter will be returned for evaluation.